Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a reported that totalcare had head of bed not going up. This was found during use. There were patient involvement and no injury or any impact on the patient or user resulting from this.